Event description:
During surgery, the c-clip that holds the threaded screw at the apex of the trial liner separated from the trial liner assembly. The surgeon was unable to locate the clip and it was left in the pt.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records were also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of prod error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.